Manufacturer narrative:
The specific cause for the reported event could not be conclusively determined. Bleeding, infection and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient expired on (B)(6) 2018. The patient¿s post-op course was complicated by infection, bleeding, and respiratory failure requiring prolonged hospitalization. The patient experienced multiple complications and a progressive decline. Palliative consulted. Per the vad coordinator, a device related infection was not associated with the patient¿s expiration. The patient experienced gi bleeding and chronic anemia. Several colonic ulcers were found and clips were placed if possible. There was no bleeding from the vad. The device reportedly operated as expected. It was reported that the lvad was possibly a contributory factor to the multiple post-op complications. The pump was not explanted and will not be returning for evaluation. No additional information provided.